Manufacturer narrative:
The serial number of cobas pro 1 is (B)(6). The serial number of cobas pro 2 is (B)(6). The serial number of cobas pro 3 is (B)(6). The serial number of the cobas pure was requested, but not provided. The calcium reagent lot number used on cobas pro 1, cobas pro 2, and cobas pro 3 was 920240. The reagent lot used on the cobas pure system is unknown. The reagent expiration dates were requested, but not provided. The field service engineer checked the rinse functions on cobas pro 2 and cobas pro 3. The sample probe on both of these systems was replaced. The customer stated that they could not confirm higher calcium values from other patient samples. The customer stated that they suspect handling issues from the site sending them the complained samples, but this could not be confirmed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for three patient samples tested with the calcium gen.2 assay tested on roche instruments. The customer alleges that the calcium results were too high and inconsistent with the clinical status of the patients. The involved instruments are 3 cobas c 503 analytical unit systems (cobas pro 1, cobas pro 2, cobas pro 3) and a cobas c 303 analytical unit (cobas pure). This medwatch will apply to the c 503 systems. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the c 303 system. The first sample was initially tested on cobas pro 3 on (B)(6) 2026, resulting in a calcium value of 2.58 mmol/l. The first sample was repeated on cobas pro 2 on (B)(6) 2026, resulting in a calcium value of 2.60 mmol/l. The first sample was repeated on a cobas pure system in another laboratory on (B)(6) 2026, resulting in a calcium value of 2.73 mmol/l. The second sample was initially tested on cobas pro 1 on (B)(6) 2026, resulting in a calcium value of 2.51 mmol/l. The second sample was repeated on cobas pro 2 on (B)(6) 2026, resulting in a calcium value of 2.57 mmol/l. The second sample was repeated on a cobas pure system in another laboratory on (B)(6) 2026, resulting in a calcium value of 2.69 mmol/l. The third sample was initially tested on cobas pro 1 on (B)(6) 2026, resulting in a calcium value of 2.53 mmol/l. The third sample was repeated on cobas pro 2 on (B)(6) 2026, resulting in a calcium value of 3.14 mmol/l. The third sample was repeated on a cobas pure system in another laboratory on (B)(6) 2026, resulting in a calcium value of 3.55 mmol/l. The value of 2.53 mmol/l was deemed correct by the customer.

Manufacturer narrative:
Hardware performance checks were within specifications. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The customer no longer alleges there is an issue with high calcium results. The complained patient samples are no longer alleged to have high calcium results.